Event description:
Reporter alleged she obtained a result of 131 mg/dl on the aviva system while the customer was unresponsive. Reporter stated that she called the emts and within three minutes, they obtained a result of 30 mg/dl on their professional system. Reporter stated the customer was treated with a glucose injection, an IV, taken to the hosp, and within 5 minutes a result of 20 mg/dl was obtained on a hosp system. Reporter stated the customer was hospitalized for three days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement product was sent.